Event description:
The customer reported that : "it has been noted that the guide wire has broken in its center during the operation, requiring extensive washing and creating an embolic risk. No clinical consequences have been reported. The incriminated device is not available for expertise since it has been thrown away. A mandatory report has been sent to the ansm."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on risk management file some of the possible causes of this failure are, but not limited to: strong bent in wire tip, cannulation clogged, etc. The instruction for use recommends to continuously check the position of k-wire tip with an image intensifier during insertion. It also recommends use of fluoroscopy whenever cannulated instruments are advanced over a k-wire and to always treat the instrument carefully to avoid surface damage or alterations to the geometry. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
The customer reported that : "it has been noted that the guide wire has broken in its center during the operation, requiring extensive washing and creating an embolic risk. No clinical consequences have been reported. The incriminated device is not available for expertise since it has been thrown away. A mandatory report has been sent to the ansm."